Event description:
A customer reported that a system message displayed during the ultrasound portion of a cataract with intraocular lens implant procedure. The system was rebooted but the issue did not resolve. The case was completed with another system. There was no harm to the pt.

Manufacturer narrative:
The customer did not request service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).